Event description:
It was reported that there was a confirmed pump flip. The actions required as a result of the event included a revision. The revision was scheduled for (B)(6) 2014 where they will flip the pump back and would possibly relocate the pump. It was noted that diagnostic testing or troubleshooting was performed, but it was unknown what was performed. The patient¿s status at the time of event was alive ¿ no injury. The patient had no symptoms associated with the event. It was later indicated that the flip was diagnosed through several attempts to refill. The flip was not due to inadequate placement at implant. The patient had lots of adipose tissue and mesh pouch was placed at initial implant. Patient has lost a lot of weight since then and given the position, was prone to flip. It was noted that the patient does not "twiddle." The additional movement was from dropping area of weight loss. At the revision that occurred on (B)(6) 2014, several sutures were attached to the mesh pouch around the pump to anchor down. The patient was refilled and is now receiving effective therapy following the revision. The pump was used to infuse morphine. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 8596sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).